Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Further information has been requested.

Event description:
A customer reported a v60 ventilator did not deliver the required oxygen while transporting a patient from the intensive care unit (ICU). A patient on a v60 ventilator was prepared for transport by removing the oxygen from the wall source and attached to a portable oxygen cylinder. Approximately one to two minutes into the transfer to another ward, the patient's saturations deteriorated despite an adequate mask seal, gas pressures and no change in the set oxygen concentration. The fio2 was increased from 0.7 to 1.0 without improvement. The pressure in the oxygen cylinder was checked and confirmed the presence of gas remaining in the cylinder. The patient had to be urgently returned to the ICU as the patient's saturations did not improve. No patient harm was reported.

Manufacturer narrative:
Please note this report is follow-up #1 b.4:08/15/18 g.4:07/30/18 additional information: d.11, h.6, b.5: the customer could not confirm the serial number of the v60 ventilator in use at the time of the event. It was reported that the customer used an unapproved pulmodyne mask, pulmodyne exhalation port, and "grab n' go" oxygen cylinder. Additionally, a manifold was not used. It was later reported that the customer confirmed the issue was down to user error. Reportedly, there was an issue with the oxygen cylinder not being turned on, and that the v60 alarm was activated which should have alerted the customer to the fact that the oxygen set could not be delivered. Additional information: h.10: the diagnostic logs were returned for the two v60 ventilators available at the customer facility. Review of the logs was performed, however, it could not be determined which ventilator serial number was in use at the time of the reported event. The v60 user manual states: "warning: the v60 ventilator requires a pressurized oxygen supply that provides a minimum flow of 175 slpm. Do not use any devices such as valves, hoses, grab n' go regulators or other brands of combined cylinder/regulators that limit supply of oxygen flow below 175 slpm. (Pg 62 of user manual)". Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer could not confirm the serial number of the v60 ventilator in use at the time of the event. It was reported that the customer used an unapproved pulmodyne mask, pulmodyne exhalation port, and "grab n' go" oxygen cylinder. Additionally, a manifold was not used. It was later reported that the customer confirmed the issue was down to user error. Reportedly, there was an issue with the oxygen cylinder not being turned on, and that the v60 alarm was activated which should have alerted the customer to the fact that the oxygen set could not be delivered. The diagnostic logs were returned for the two v60 ventilators available at the customer facility. Review of the logs was performed, however, it could not be determined which ventilator serial number was in use at the time of the reported event. The v60 user manual states: "warning: the v60 ventilator requires a pressurized oxygen supply that provides a minimum flow of 175 slpm. Do not use any devices such as valves, hoses, grab n' go regulators or other brands of combined cylinder/regulators that limit supply of oxygen flow below 175 slpm.